Event description:
Getinge vasoview hemopro 2 instrument (ref #: vh-4000, lot#: 3000427084) malfunctioned during a procedure. The heating element fell off of the device while the physician assistant was harvesting a vein from the patient's left arm. The detached heating element was retrieved endoscopically by the physician assistant without need for additional procedures or incisions. The procedure was completed with another getinge vasoview hemopro 2 instrument.